Event description:
Healthcare professional reported a right side "a right side deflation and exchange". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side "a right side deflation and exchange". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion and white particles inner the device. Leak test and microscopic analysis was performed which identified: device no leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5, d.6b, h.6.

Event description:
Device has been explanted and replaced.